Event description:
Customer reported that while pipetting an hbc microwell plate on summit, the tech noticed that low sample and low reagent was delivered to well a10. No alarm was generated. No death or serious injury was associated with this incident.